Event description:
Patient was receiving IV infusion of normal saline via symbiq infusion pump. Nurse was alerted to pump due to an alarm. Upon inspection, the pump was alarming "air in line". Approximately 7 - 8 inches of air had infused past tubing cassette.